Manufacturer narrative:
Initial reporter name and address: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative architect total b-hcg result for a female patient. The patient tested positive with colloidal gold test strip. The following data was provided: architect result = 1.20 miu/ml (negative). Colloidal gold test strip = positive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative architect total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42323ud01 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. An in-house testing of a retained reagent kit of the complaint lot was performed using panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 42323ud01.